Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 1 month after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii).